Event description:
On 7/21/1999, nurse practitioner called cytyc's technical service (ts) department to report that while she was obtaining a pt sample for a pap test she dropped the vial of preservcyt solution. The vial landed on the floor and some of the solution splashed up around her eyes. She stated that her eyes were not burning, however, she did have her contact lenses in at the time of the incident. Ts recommended that she rinse her eyes with water for 15 minutes and contact her physician as soon as possible, as per the instructions in the preservcyt solution msds. The customer did not leave her phone number with the ts rep at that time, so there was no way to immediately follow up with the customer. Cytyc therefore contacted the phone co in an attempt to get a record of all incoming phone calls. The phone co provided this info on 7/30/99 (friday). The nurse practitioner had placed the call from the user facility. Ts was unable to contact the nurse when they called the facility that friday. They did however reach her on the following monday (8/2/99). The nurse explained to ts that she contacted the pathology department in the hospital after her initial call to cytyc. They gave the nurse the same treatment recommendations that ts had given (i.e., flush eyes with water for 15 minutes). The nurse stated that she did flush her eyes as was suggested and then contacted an ophthalmologist to determine what should be done about her contact lenses. She was told to rinse them in water and then place them into saline solution. The nurse did this and has been wearing them since that time without experiencing any problems with either her eyes or the contact lenses. She chose not to visit a doctor since she had a phone consultation with the ophthalmologist and had not experienced any adverse effects after following the recommendations she received from cytyc, the hospital, and the ophthalmologist.